Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophagogastrectomy open procedure, the trocar released after opening the anastomosis that causes the surgical time to extend 30 minutes or more. Another device was used to complete the case. There was no patient injury.